Manufacturer narrative:
Stryker pac (product assessment center) technician evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device doesn't detect that defibrillation electrodes were connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device doesn't detect that defibrillation electrodes were connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.